Manufacturer narrative:
The unit was received with all operating currents within specifications and passed functional testing including the rewind, basic occlusion test, occlusion test, prime, compromised force sensor test, excessive no delivery test and displacement test. There were no unexpected restart error alarms, battery out limit alarms or failed battery test alarms. The unit was received with cracked case at display window corners and battery tube threads, and minor scratched lcd window.

Event description:
Customer reported the insulin pump had a malfunction and has ordered three types of batters and device does not work. Customer reported even when he received the battery cap the device did not work. Customer had incorrect date and time programmed in the device. The device had unexpected restart alarms in alarm history. Customer stated the device had alarmed failed battery test so he inserted a new battery. No further information reported.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.